Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing and noise on the right atrial (ra) lead. This was able to be reproduced with arm movement and pocket manipulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.